Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had audio anomaly. Customer stated that volume was maximized and was occurring repeatedly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. Unit passed displacement test, and test p-cap locks properly into the reservoir compartment, however, it was noted as damaged due to cracked retainer. Unit failed to pass the self test due to pump error 63 occurring during testing. Received pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. Unit was successfully downloaded using thus and carelink. Pump error 63 variable (03) occurred on (B)(6) 2022 19:49 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, peeling serial label, cracked retainer, battery cap contact missing. Audio anomaly is not confirmed. Pump error 63 is confirmed due to occurring during testing and due to cracked soldered joint u1 pin (01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.